Manufacturer narrative:
The returned genesis ii tibial tray and stem were examined visually. The polyethylene insert was not available for investigation. No destructive testing was carried out. The tibial tray has scratches on the polished surface. The tibial tray distal surface has cement well bonded to the grit blasted surface and has impression of host bone. The tibial tray has a stem well attached to the taper junction. The tibial tray has dents on the periphery that were likely caused by an instrument during extraction. The stem has no visible bone or bone-cement attachments on the surface. Based on examination of the tibial tray and stem the reasons for revision could not be determined. The polyethylene insert was not available for investigation.

Event description:
It was reported that a revision surgery was performed due to loosening.